Manufacturer narrative:
(B)(4). Device evaluation: the device was returned for the analysis. A visual and tactile inspection was carried out on the device: the balloon was found unfolded and completely detached and the catheter shows stretching signs; blood and radiopaque solution were found inside the catheter and on the balloon. The catheter tip was found damaged. The proximal extremity of the balloon was found crumple.

Event description:
It was reported that during an attempt to treat a lesion using in. Pact pacific paclitaxel eluting balloon catheter, it was not possible to begin the procedure; physician had issue with the introducer when he changed the french. Event occurred during pre-op. When the device was returned to the manufacturing facility, it was noted that the balloon was detached from the device and blood was noted on the device. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.